Event description:
It was reported that while priming, the medication leaked through the cadd tubing at the part that clips into the cadd pump. As a result, the bag had to be re-spiked with new tubing. Upon inspection of product, it was leaking and a hole was not visible. There was no report of patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.